Event description:
Customer reported he experienced low blood glucose of 32 mg/dl. Customer stated that he was assisted by the paramedics and treated with a tube of glucose and 2 peanut butter an jelly sandwiches and some sprite. The paramedics were surprised because he had eaten over 400 carbohydrates and when they left blood glucose was only at 72 mg/dl. Customer stated that his lows are because of miscalculations on bolus and high physical activity at work. Customer refused to be taken to the hospital. Customer also reported he has been receiving low and high alerts and the insulin pump has been going into thresh suspend. Blood glucose was around 120 and threshold suspend was set to 60 or 80. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-44067.